Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; at incoming testing the main printed circuit board (pcb) was found to be corroded. It was also found that the hanger assembly, display frame, two display grommets, two display screws, and three main printed circuit board (pcb) screws were contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) screen was not legible. The epg has been returned for service. No patient complications have been reported as a result of this event.